Manufacturer narrative:
This supplemental report is being submitted to provide additional information to the following sections: h3, h6, h11. The explanted lens was returned for evaluation. The evaluation confirmed a raised bump in the center of the lens, which is indicative of uncontrolled polymerization due to the patient's lack of follow-up light treatments and noncompliance with uv spectacle usage.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: 11957.

Event description:
A site reported to rxsight that a patient was implanted with the light adjustable lens (lal, (B)(6), +19.5d) on (B)(6) 2024. Following a postop visit on (B)(6) 2024, the patient did not return to the clinic until approximately 8 months after implantation on (B)(6) 2025.. At this visit, the patient complained of blurry distance vision and the first adjustment light treatment was subsequently performed. Vision remained blurry thereafter, and the site reported that the patient did not adhere to the required uv spectacle usage. On (B)(6) 2025, the lal was explanted from the patient's eye due to blurry vision.